Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-05773. It was reported that the patient presented to the emergency room after receiving high voltage therapy. Upon review, anti-tachycardia pacing therapy and high voltage therapy were observed due to device identified ventricular tachycardia. Noise and oversensing were also observed. The patient denied any symptoms at the time of the therapy. It is unknown if the therapy provided was appropriate or due to a diagnostics anomaly. Programming changes were performed. The patient was stable throughout and will continue to be monitored.